Manufacturer narrative:
The complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior or related issues. No damage was observed to the battery compartment. A battery cap was not returned with the pump; a test cap was able to secure properly to the pump. The pump powered on per specification. Further testing could not be completed due to an unrelated issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This complaint is being submitted via summary report per the pilot program for medical device reporting on malfunctions. The pi classification field has been updated to reflect this classification.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.